Event description:
The customer's mother reported via phone call that the insulin pump made a couple of beeps and then had a blank display. The connector inside the cap did not seem like it would connect to the top of the battery. Customer's blood glucose level was 226 mg/dl. The display did not return after troubleshooting. The display returned after adjusting the cap connector, by pulling it down, in order for the cap to connect with the battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. No unexpected beeps noted. The device had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.